Manufacturer narrative:
Sections with additional information as of 29-mar-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 04-feb-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern however customer states she will get a replacement through her insurance as meter is not working. Customer did not want to provide any further information.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). During the call a back to back blood test was performed by the customer (using new vial/ mx4133s) and produced test results of 191 and 215mg/dl non-fasting using the meter. The test strip lot manufacturer¿s expiration date is 10/22/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).